Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that during a lobectomy, engagement between the shell and adapter required extra force, and the shell and adapter detached in the middle of the second firing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt (serial# (B)(6)) sigphandle, sig power sigphandle handle (serial# (B)(6)) sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy procedure involving the pulmonary artery, the shell and adapter detached in the middle of the second firing. The scrub nurse confirmed that the components had been properly attached and checked prior to use, though it was unclear if they were fully engaged until the click sound. When reloading, the knife returned. An ultra handle and reload were used and fired without further issues, allowing the operation to be completed successfully. The handle¿s function was later confirmed to be normal, though engagement between the shell and adapter seemed to require extra force. There was no patient injury.